Event description:
Complainant alleged that the device was not working properly; however, there was no specific info available. Complainant indicated that there was no pt involvement in the reported malfunction.